Manufacturer narrative:
(B)(4). Batch # t5ar3r. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what were the indications for surgery? Pulmonary tumor (ct2a n1 m0) can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Unk. What was the approximate size of compressed vessel? Unk. Were the tips of jaws visible during firing? Unk. Can additional details be provided of staple form? Unk. How was the vessel repaired? Conversion to axillary thoracotomy by an enlargement of the mini-thoracotomy. General heparinisation with 3000 iu of heparin. Clamping of the pulmonary arterial trunk after a dissection. Suture of the vascular wound with a prolene 5/0. Unclamping. No bleeding. What is the current patient status? The patient goes well.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? What was the approximate size of compressed vessel? Were the tips of jaws visible during firing? Can additional details be provided of staple form? How was the vessel repaired? What is the current patient status?

Event description:
It was reported that during a left upper lobectomy procedure, a staple left a pulmonary artery at the level of arterial stump of a lingular hemorrhage. It was controlled but not repairable by thoracoscopy. Conversion of the thoracoscopy to thoracotomy. Extension of the procedure time and implementation of postoperative follow-up associated to the thoracotomy.